Event description:
It was reported that the patient experienced ineffective therapy which was not resolved via reprogramming. Additionally, patient ipg is inoperable. The ipg does not connect with external devices. As such, surgical intervention may take place at a later date to address the issue. Investigation is unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs lead, model: 3286, UDI: (B)(4), serial: n/a, batch:3491148.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.